Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) could not stimulate. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Manufacturer's analysis could not confirm the customer comment that the external pulse generator (epg) did not stimulate. It was noted that the voltage of the supplied battery was 7.06 volts, and the epg did not start up with the battery; the epg passed incoming testing. It was also noted that both bail covers were cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.